Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 4:30 pm. The patient obtained glucose results of "425 and 215 mg/dl" on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. She stated that she manages her diabetes with lantus (50u) and due to the alleged issue she proceeded to give herself the necessary amount of insulin. The patient claimed "immediately" after the alleged issue started she felt "shaky, dry mouth and extremely tired." In response to her symptoms, she reportedly self treated with more food and/or drink. She claimed at an unspecified time paramedics came out and tested her blood glucose and obtained a glucose result of "24 mg/dl", then took her to the emergency room where they checked her blood glucose and obtained a result of "20 mg/dl." The patient reported that she was treated with glucose gel. There was no another device available at the time of the concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia and allegedly received medical intervention from a health care professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.